Event description:
New information received states that the device was explanted and a new device was implanted.

Manufacturer narrative:
Correction d6.

Manufacturer narrative:
The reported event of ¿battery depletion¿ was confirmed. Analysis of the returned ipg found that the device had normal battery depletion to end of life (eol); a longevity calculation confirmed normal battery depletion based on average device usage.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided on the final report. Further product information was requested but not received.

Event description:
It was reported that the implantable pulse generator was reaching end of life. A surgical intervention is anticipated in the near future. No additional information is available at this time.